Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the first clip was applied to the cystic canal, the legs of the clip were crossed. The surgeon was not satisfied, so the clip was removed. On the second attempt to apply a clip, the clip fell into the patient. The same occurred with the next clip. The procedure was completed with a reusable clip applier. There was no adverse consequence to the patient, no damage to tissues.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.